Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had intermittent communication loss. He mentioned this had been an ongoing issue for the past year. He tried replacing the cat5 cable, however the issue continued to persist. He planned on sending the unit in for repair, but then discovered that the issue was caused by a faulty switch and the unit was never sent in. Replacing the switch resolved the issue. The unit was in use on patients, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had intermittent communication loss.